Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: south korea. It is reported that during knotting of the suture the needle detached.

Manufacturer narrative:
Samples received: 32 unopened pouches and 1 detached needle. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock. There was thirty-two closed units received and one detached used needle. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. The complaint is justified for isolated detached needles but the conclusion is not justified based on the in process control results and samples received results. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.